Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, when the dr clamped down on the tissue, the tissue slid out of the device. No pt injury was reported. Another device was used to finish the procedure.